Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient was wearing a pod their personal diabetes manager (pdm) had lost communication in the middle of the night. The patient reports they had gone without insulin for 14 hours and had high ketones. The patient had lost consciousness. Once at the hospital the patient was treated with intravenous fluids as well as manual injections of insulin. The patient was released the same day from the hospital.